Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was surgically abandoned.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description; d6b: explant date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was surgically abandoned. Additional information from the field representative indicated that the previously capped right atrial (ra) lead was not found inside the patient during the explant procedure. No additional adverse patient effects were reported. The previously capped right atrial (ra) lead was explanted.